Event description:
It was reported that while attempting to load new software onto the programmer, it "froze," with a black screen and an error message in the top left corner. Rebooting the programmer resulted in the same error. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had an error. As a result the hard drive and mother board were replaced as a preventative. It was also noted that the system fan was noisy and the electrocardiogram (ECG) connector was loose on the link electronic module (lem)circuit board. Concomitant products: product ID 2067 radiofrequency (rf) head. (B)(4).